Event description:
It was initially reported over the years the doctor had had trouble with 2x4 adaptors. Additional information received reported it was determined the issue was a short.

Manufacturer narrative:
Product ID 64002, serial# unknown, product type adapter. (B)(4).